Event description:
N/a.

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h6, h10 mayfield ultra base unit (a2101) was not returned for evaluation and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and manufacturing records could not be reviewed. Failure analysis could not be completed due to a lack of information received to perform a complete investigation. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that the lower clamp on the horizontal pole of the mayfield ultra base unit (a2101) was loose when lever is activated and not holding tightly. It is unknown if there was patient involvement; however, no patient injury or surgical delay has been reported.